Event description:
Additional information: it was later reported that catheter that got dislodged was from the first implant in 2000. For over two year period patient had approximately 12 mg of morphine per day and healthcare provider kept increasing the morphine. When pateint went in to have a second implant they did a dye study and that is when it was discovered that the catheter was dislodged and was the reason patient wasn't getting pain relief with increases. The catheter was replaced in 2006.

Event description:
It was reported that concurrent to having the pump replaced, the catheter was replaced as well. It was said the catheter was dislodged, remained implanted and a new catheter was placed. The pump medication was not stated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l80005, implanted: (B)(6) 2000, explanted: (B)(6) 2006, product type catheter. (B)(4).